Event description:
It was reported, the subject device connector section was damaged. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation also found contact point corrosion, dents on scope mounts and the mount axis had misalignment. In addition, inspection found a cable twisting and discoloration of rating plate ring. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.